Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Adverse event and/or product problem patient information has been requested.

Event description:
The customer reported that on (B)(6) 2018 around 04:00 - 04:30 there was no alarm at the central station for bed 3130. There was a delay in patient treatment and the patient expired.

Manufacturer narrative:
No device malfunction occurred. Per communications with the fse, he tested the piic for alarms, audio, volume, and audio connections, all of which were found operational. No testing was performed on the m2601 tele device since it was noted that it was purchased through a 3rd party, (B)(4). The device is out of support and since it was not purchased through philips and/or serviced by philips, the status of the device could not be commented on. A review of the logs found that arrhythmia analysis was turned off for bed 3130 on (B)(6) 2018 at 23:29 and was not turned back on until (B)(6) 2018 at 04:24. When arrhythmia analysis is off, the pace pulse detection is controlled by the bedside/telemetry cardiotach. Additional requests for patient information were made but the customer refused to provide.